Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device history records were reviewed and found to be conforming. Trend analysis: no trend identified. Criteria to fulfill a trend are 3 incidents in 1 month or 6 incidents in 6 months for same product number. Review of event description: the incident report form from (B)(6) was received. The content of the report was summarized as follows: on (B)(6) 2005 the concerning revision stem was implanted in the course of a revision surgery of a three years previously implanted and loose uncemented primary stem. The patient presented in the hospital with a fracture of the connection pin between distal and proximal stem part of the modular revitan stem. The revision surgery was performed on (B)(6) 2016. The distal stem part was fixed in the bone while the proximal part was loose. In the incident report it is assumed that it came apparently under load to an embrittlement and finally to a fatigue fracture in the region of the connection pin due to the swinging or the relative movement of the not bony integrated proximal part. Review of received data: two undated ap x-rays taken after the fracture of the stem were received; one shows an overview of the pelvis while the other shows the left hip. The revitan stem is fractured at the location of the connection pin inside of the distal part and the proximal part of the revitan is tipped medially. On the lateral side of the proximal part, a gap is visible between bone and prosthesis due to its medial tipping. The x-ray also shows radiolucent lines on the medial and lateral side of the distal part of the stem. Visual examination: when receiving the explants, the ceramic head was still attached to the proximal part of the revitan stem but was removed for the investigation. The connection pin of the revitan stem is fractured in the non-blasted area approximately 5-6 mm below the proximal end of the distal part. The fracture surfaces are partially polished and damaged and their appearance points to a fatigue fracture starting from the lateral side. Three individual fracture surface areas are visible, which each exhibit their own fracture origin: the main fracture surface and two smaller fracture surfaces. On the fracture surfaces blackish-discolored areas are visible. Macroscopically, no defects that could have favored or triggered the fracture were found on the fracture surfaces. Due to the proximal part¿s length it is not possible to further investigate the blackish-discolored areas and the smallest fracture surface using non-destructive methods such as scanning electron microscopy. Therefore, it is not possible to identify the origin of the smallest fracture surface and the derivation of the blackish-discolored areas. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan stem. At the distal end of the connection pin an almost circumferential stripe with a width up to 4 mm is visible. Adjacent to the stripe joins the original surface followed by the blasted area. Closer inspection of the stripe with the light microscope (leica drmx, eq-ID 151663) revealed a mixture of fretting, corrosion, polishing and smeared metal. Within the stripe a crack can be observed on the lateral side close to the main fracture¿s origin. Approximately at the opposite side some cracks can also be observed on the medial side. The proximal part shows some coarse damage mostly on the posterolateral region which occurred probably during the revision surgery. The proximal part does not show any bone attachments but polishing in form of fine lines and spots distributed on the medial and posterior side of the anchoring surface. The medial tooth on the distal face of the proximal part is slightly polished. The stem taper is inconspicuous. The distal part shows some coarse damage such as longitudinal scratches in the anchoring region and indentations on the face surface most probably from the revision surgery. The entire anchoring surface features slight bone attachments. On the face surface a shiny imprint deriving from the setting instrument can be seen. It can also be observed, that the inside of the stem body is partially worn. The ceramic head is inconspicuous. Some fine metallic lines accumulated in one stripe can be observed on the medial side of the articulation surface. Further some isolated metallic spots can also be detected. The head taper shows the commonly observed material transfer from the stem taper indicating a proper fixation of the head on the stem and the material traces from its removal. Review of product documentation: all proximal revitan components are compatible with all distal ones according to surgical technique. The revitan stem was revised after approximately 10 years and 11 months in vivo due to a fracture of the prosthesis. The connection pin of the revitan stem is fractured due to fatigue with the main fracture origin located on the lateral side, some millimeters below the proximal end of the distal stem part. Macroscopically as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is an almost circumferential stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture and may have contributed to the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. The anchoring surface of the proximal part showed polishing in form of fine lines and spots which could indicate possible loosening. The x-ray after the fracture shows that the proximal part of the stem is tipped medially and a gap on the lateral side of the proximal part between bone and prosthesis is visible. It seems that if the proximal part would be in an upright position at least on the medial side the proximal part is likely not supported by bone. It could be hypothesized that at least from one point in time the proximal bone support was suboptimal. There is no complete x-ray follow-up available to allow a clear evaluation of the bony situation over time in vivo. If the medial bony support was missing either directly from the beginning or turned sub-optimal already a longer time before the fracture, this probably could have contributed to the fracture. It remains unknown if there were other factors that could have had an influence on the sequence of events leading to the fracture. Based on the retrieval investigation and the received information the reason for the fracture stays unknown. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not yet receive the device, but is mentioned by complainant that it will be returned for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e fitmore hip stem) are marketed in USA, and therefore this report was filed. (B)(4).

Event description:
It was reported that the patient was implanted a revitan revision stem system on the left side on (B)(6) 2005. It is also reported that a breakage of the pin of the modular connection occurred and the patient was revised on (B)(6) 2016.